Event description:
Caller states patient tested 4.7 inr on coaguchek xs system 1 and 2.3 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20761611, expiration date 02/28/2013). Reference medwatch report with (B)(6) for the suspect device used in system 2.